Event description:
Customer's nurse reported via phone, customer was hospitalized due heart palpitations and blood glucose was 134 mg/dl. On (B)(6) 2015 customer went into diabetic ketoacidosis, blood glucose was 532 mg/dl. The device was removed and was treated with insulin IV drip. In the evening customer was reconnected to the device and the following morning was on the IV drip due to high blood glucose. Troubleshooting was performed and no anomalies were noted. The device passed high pressure test. On (B)(6) 2015 customer called again and stated each time he reconnected to the insulin pump he would experience high blood glucose, current 470 mg/dl. Alarms showed the device had alarmed threshold suspend which is set at 60 mg/dl and was admitted for high blood glucose. Customer was advised troubleshooting was performed with the nurse and no issues were noted. Customer would call doctor to ensure settings are correct. The device is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.